Event description:
It was reported that this patient with an Artificial Urinary Sphincter (AUS) experienced pain. A surgical procedure was performed during which the pump was explanted and replaced due to the location. There were no device issues and no additional information was provided.

Manufacturer narrative:
Model Number/Catalog Number: 72400024,Batch/Lot Number: 1100434257,Model/Catalog Description: BALLOON FGS 61-70 CM,Unique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: 72404131,Batch/Lot Number: 1100327509,Model/Catalog Description: BELT CUFF FGS 4.5 CM IZ,Unique Identifier (UDI) #: (b)(4).The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain is acknowledged within the Instructions For Use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the Instructions For Use. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A Risk Review confirmed that the event of Pain/Discomfort was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of Adverse Event Related to Patient Condition was assigned to this investigation as the patients existing condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.

Manufacturer narrative:
MODEL NUMBER/CATALOG NUMBER: 72400024 SERIAL NUMBER: N/A BATCH/LOT NUMBER: 1100434257 MODEL/CATALOG DESCRIPTION: BALLOON FGS 61-70 CM UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: 72404131 SERIAL NUMBER: N/A BATCH/LOT NUMBER: 1100327509 MODEL/CATALOG DESCRIPTION: BELT CUFF FGS 4.5 CM IZ UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THIS PATIENT WITH AN ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED PAIN. A SURGICAL PROCEDURE WAS PERFORMED DURING WHICH THE PUMP WAS EXPLANTED AND REPLACED DUE TO THE LOCATION. THERE WERE NO DEVICE ISSUES AND NO ADDITIONAL INFORMATION WAS PROVIDED.